Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 v9.33.1 and 600.6855 error. Both (B)(6) reported that 8015 and 8015ls with b/g and a/b/g wireless cards after upgrading to v9.33.1 were going into error 600.6855 even after they disabled wireless with asm when powered up on battery. They tried both the disable wireless network configuration task and transferring a blank wireless configuration. I confirmed that the 8015 version 9.33.1 would go into 600.6855 when wireless was disabled under these specific conditions: the 8015 was had a/b or a/b/g wireless card installed. ( 8015s with a/b/g/n cards were not affected. I did not have a b wireless card to test) the 8015 had to have wireless disabled. The 8015 was powered up on battery power. (If the 8015 was powered up while running on ac they did not go into the 600.6855 error even if unplugged after power up.) It took approximately 1.5 to 2 minute to go into the error. We tested v9.33.0 and 9.19.1 and they did not show this error. This does not meet design specs for the 8015 and needs to be investigated and risk accessed. I instructed australia in a non-wireless envirment to: have 8015s plugged into ac at power up. If they see a 600.6855 error press confirm soft key and continue the infusion. While we investigate the issue.